Event description:
The user stated she received questionable results for hcg stat, human chorionic gonadotropin, stat (short turn around time), (hcg) on 2 patient samples. Repeat testing was performed on the same analyzer. For patient 1, the user initially obtained a result of 10,000 miu/ml with a data flag. She programmed a 1:100 dilution and obtained a result of 159.6 miu/ml, which was reported outside the laboratory. While troubleshooting an issue with another sample (patient 2, below), the user pulled this sample on (B)(6) 2012 and reran it, obtaining 10,000 with a data flag. The user repeated the test at a 1:100 dilution with a result of 56,852 miu/ml, which was reported as a corrected result. On (B)(6) 2012 the user ran the sample for patient 2 and obtained an initial result of 10,000 miu/ml with a data flag. She repeated the test with a 1:100 dilution and obtained a result of 196.8 miu/ml with a data flag. The user then performed manual dilutions and obtained the following results: 91,870 miu/ml at 1:10, and 43,600 miu/ml at 1:100. She stated that she may have made a mistake with the dilutions. She performed 2 more manual dilution and obtained 55,490 miu/ml at 1:10; and 10,000 miu/ml with a data flag at 1:20. On (B)(6) 2012 a user repeated patient 2's sample and obtained a result of > 10,000 miu/ml. She repeated the test at a 1:100 dilution and obtained 50,500 miu/ml. The user released a corrected report with the 50,500 miu/ml result; the sample had previously been reported out as 20,410 miu/ml; it is unknown when that result was obtained and if that result was generated using a dilution. The user was not aware of any adverse events. The hcg reagent lot number was 16697301 with an expiration date of 02/28/2013. The customer declined a service visit stating the issue was due to a handling issue and not an instrument issue. The user stated that some techs were running hcg samples initially at a 1:100 dilution, rather than running them undiluted as required by labeling. A service visit did occur. The field service representative determined there was an issue with customer technique and provided training. A different tech then ran the same sample along with controls and verified that controls were in range and the sample ran with the expected results and correct calculations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
There were no adverse events for either patient.